Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the bronchovideoscope exhibited a black screen when turning the angle, but the engineer did not confirm this fault, and the image flickered during upward angle. The issue occurred at reprocessing. The patient was not under anesthesia. There were no reports of delay, patient harm, injury, or death.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the reported event was not confirmed nor was any malfunctions found that may have contributed to the issue. As such, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.